Event description:
On 15-sep-2025, the user reported slightly elevated blood glucose (bg) following the last meal, noting she did not announce meals. The user had recently undergone hip surgery and was still recovering. At the time of the call, bg had decreased from 256 mg/dl to 238 mg/dl, with 7.1 units of insulin on board. The highest blood glucose (bg) recorded was 256 mg/dl. Bg was corrected through the ilet¿s corrective algorithm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.